Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer was showing por. Patient (pt) stated that they needed this to be cleared prior to the upcoming weekend because they had a pending surgery in a week and also needed to have an MRI. Patient stated that they had stopped using device because their legs started hurting real bad and device was not helping. Patient had initiated ¿trickle charge¿ so device could be cleared upon meeting with mdt rep. Appointment was scheduled with mdt rep for next day to have por cleared. Rep met with pt to do a por and was unable to do por because system was over discharged. Pt was advised battery would need to be replaced that it could not be recovered.